Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received antitachycardia pacing and high voltage therapy and presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator indicated that the patient experienced supraventricular tachycardia and received inappropriate high voltage therapy. No intervention was performed. The patient was stable.